Manufacturer narrative:
This additional information is being provided after new information became available.

Event description:
The office of medical examiner was contacted and the following information was obtained; the customer passed away at home. The cause of death was stated to be natural, diabetic ketoacidosis. The caller stated that the customer had renal changes of dka (diabetic ketoacidosis), had fatty liver, and obstructed coronary disease. The customer's blood glucose at the time of death was 1031 mg/dl. The reporter also sated that the customer was wearing the insulin pump but the cannula was not inserted into the skin; it was bent outside of the skin. The customer was not using sensors and was not wearing one at the time of passing. The medical examiner stated for insulin pump return questions, the hospital morgue needs to be contacted.

Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked battery tube threads, minor scratches on the display window, cracked case near the display window corners noted and missing the end cap sticker noted. Data analysis: unable to perform data analysis due to no insulin pump history available on the history download due to the insulin pump was returned without battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see mw5055357.

Event description:
We received a notification from the department of health and human services informing us of a customer's passing. The report stated; non-penetration of skin by insulin delivery catheter (patch overlying right buttock) with subsequent development of diabetic ketoacidosis. Over the preceding week, before passing, the decedent felt flu-like symptoms. No indication as to whether he checked his glucose levels, or if the alarm on the insulin pump ever went off. Last seen alive the day before and found by roommate. The pump had some battery life left. Pending interrogation of pump which currently the sheriff's dept holds in custody. Plastic catheter did not enter skin but was bent 90 degrees, lying flat against skin surface. Diagnosis or reason for use: insulin pump for constant delivery of low dose insulin.